Manufacturer narrative:
Device investigation narrative - one 4.5 incisor ep-1 orbit blade was returned for evaluation. Visual assessment of the device shows it has been taken apart. The device is a curved device and is not meant to be disassembled. The inner blade tip is broken off at the flex cut area. The outer tube is dramatically bent. The device appears to have undergone excessive side loading during use causing the inner tip to break free at the flex cut area. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Additionally the IFU states¿ irreversible damage will result from any attempt to disassemble curved blades¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that metal shaving were coming out of the incisor 4.5 ep-1 orbit disp. Blade. When the blade was attached to the shaver, before inserting into the patient, it was noted there were metal shavings coming out from the blade. Case was completed with a new back up with no issue.